Event description:
During a staged procedure approximately 2 weeks post index procedure, one endeavor sprint drug-eluting stent was implanted in the rca. Approximately 53 months post stent implantation patient death occurred. Patient was in hospice at the time of the event. Cause of death unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). Conclusions: inherent risk of procedure (death). (B)(4).

Event description:
Cec adjudicated cause of death as cardiac.